Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer's nurse reported complaint for low blood glucose test results on customer's meter. The customer's expected fasting blood glucose test result range is 86mg/dl to 150 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer is comparing the blood glucose test results from trueresult meter to alternate meter; and observed 23 mg/dl lower readings with trueresult meter. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 156 mg/dl and 160 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 03/07/2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Adverse event not reported.